Manufacturer narrative:
The insulin pump alarmed failed self-test alarm noted during self test due to faulty reference board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed self-test. The customer's blood glucose was unknown at the time of incident. It was reported that unexpected restart alarm, external ram error alarm and history check failed was found in the alarm history. The insulin pump failed self test. The insulin pump was returned for analysis.